Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2021. It was reported that the patient stated that their back was really sore and they had thought that the leads could have been pulled but they do feel that they are still seeing improvement.